Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow up at clinic, atrial lead noise with ams (auto mode switches) episodes was observed. No further action was taken. The patient was not symptomatic and had no patient consequences.